Event description:
The customer reported an issue with power cycling. Unexpected shutdown which could impact the delivery of therapy. There was no report of adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported an issue with power cycling/unexpected shutdown which could impact the delivery of therapy. There was no report of adverse patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.